Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the cap on the ratcheting handle was knocked loose in sterile processing department (spd). There was no patient present when the issue occurred.